Manufacturer narrative:
(B)(4).

Event description:
Additional information was received. There is an update to the investigator¿s assessment regarding the procedure relationship of the type I endoleak, it has changed to not procedure related. Correction: the diameter and length of the distal aortic neck were 36 and 47 mm, respectively.

Manufacturer narrative:
(B)(4).

Event description:
Additional information was received for this case. The investigator assessed the distal type I endoleak as not related to the procedure and not related to the device. The patient also had neurological complication: pneumocephalus which the investigator assessed as related to the procedure and not related to the device. The patient was given medication and the event resolved. Confusional syndrome linked to a pneumocephalus due to the drainage of cerebrospinal fluid. The patient also had genitourinary complications, which the investigator assessed as related to the procedure and not related to the device. The patient had a diagnostic procedure and was given medication and the event resolved.

Event description:
Additional information was received that the endoleak resolved on (B)(6) 2015.

Event description:
A valiant stent graft system was implanted for the endovascular treatment of an 8.0 cm diameter thoracic aortic aneurysm. The diameter and length of the proximal aortic neck were 38 and 82 mm, respectively. The diameter and length of the distal aortic neck were 38 and 82 mm, respectively. It was reported that a distal type I endoleak was discovered. The investigator assessed this to be related to the study procedure. It was noted that the patient was hospitalized. The patient had a secondary intervention and an additional valiant stent graft was placed. It was further reported that the distal type I endoleak was secondary to the progression of the aneurysmal disease. The event was reportedly unresolved. No additional clinical sequelae were reported.